Event description:
The cannula vent cap could not be removed "without the help of pliers." There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.